Event description:
Emt's responded to a person in cardiac arrest. According to the reporter, the disposable defibrillation/ECG electrodes in their supply bag would not connect to the defibrillation cable of their AED because the connections were different. The pt was not resuscitated.